Manufacturer narrative:
This report is being supplemented to provide additional information based on olympus third-party culture results, the device evaluation and the legal manufacturer's (lm) final investigation. Olympus provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2023. Sampling from: all channels cfu: 1 cfu/endoscope (1 cfu/100ml) bacterial identification: staphylocoques a coagulase negative. Sampling date: (B)(6) 2023. Sampling from: distal end. Cfu: <1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. Sampling date: (B)(6) 2023. Sampling from: total. Cfu: 1 cfu/endoscope (1 cfu/100ml). Bacterial identification: revivable micro-organisms at 30c. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: charged coupled device cover lens, chipped. Light guide lens glue (1x), chipped. Charged coupled device cover lens glue, chipped. Bending section rubber glue, separated. Connecting tube, scratch pocket-pouch. Channel mount, wear and tear. Mouthpiece, damaged. Air/water cylinder, scratched. Suction cylinder, scratched. Connector, broken. Lever arm, defective, annual preventive maintenance. Angulation, less or specified value. Biopsy channel, annual preventive maintenance. However, these defects alone are not considered severe enough to cause a potential adverse event. The reprocessing steps provided by the user were reviewed by the lm where the following deviation from instructions for use (IFU) was confirmed: the device was not rinsed before manual disinfection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: reprocessing manual_ manually cleaning the endoscope and accessories_ "remove detergent solution from the distal end and all channels". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. The forceps elevator was moved to raise three times in water during aspiration. Air/water was aspirated through the instrument/suction channel. The device passed the leak test. The detergent used was multizym (manufacturer: dr. Weigert). The instrument/suction channel, suction cylinder, instrument channel port, and forceps elevate were brushed. The disinfectant used was neodisher endo dis active (manufacturer: (B)(6) and the channels were flushed and immersed into the disinfectant. The channels, were flushed with filtered water. The device was dried by filtered compressed air and stored in sterile room. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels and distal end of the scope were cultured. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the duodenovideoscope distal end and channels were tested positive for 26 cfus of revivable microorganisms. The second sampling date was seven days after the first sampling. The second teste result: air water channel tested positive for 80 cfus of revivable microorganisms. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.